Event description:
A customer contacted beckman coulter inc. (Bci) stating that abnormal cellular inclusions (auer body) from a previously run specimen were present on a single patient differential slides prepared by the coulter lh 750 slidemaker analyzer. Erroneous results were reported out of the laboratory. The specimen results were questioned and a manual smear was made. The review of the manual smear had no abnormal cellular inclusions. A corrected report was issued. There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Controls were run before and after this incident and were within assays limits. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Previously run patient samples were rerun to confirm back to the last acceptable control run. All automated slides were checked by the customer. A field service engineer (fse) performed technical updates needed to reduce slidemaker elevated carryover levels and verified the instrument's operation. The root cause for the carryover is mechanical; the customer did not follow instructions to mitigate the problem during operation.